Event description:
Event description guidant received information that this pacemaker had premature battery depletion, by declaring elective replacement time, after 10 1/2 months in service. The pacemaker was removed, replaced and is being returned for analysis.